Event description:
Adverse event: myocardial infarction, occlusion, required medical intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported that on (B) (6) 2008, the mini vision stent was implanted in the circumflex/obtuse marginal artery. On (B) (6) 2008, a non-abbott stent was implanted in an unspecified coronary vessel. In (B) (6) 2008, further treatment was recommended for cardiac symptoms, including a repeat catheterization. On (B) (6) 2008, diagnostic cardiac catheterization was performed revealing blockage of the circumflex artery and myocardial infarction. An attempt was made to implant an add'l unspecified stent to treat the blockage; however, the vessel closed abruptly and could not be reopened. No add'l even or pt info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there were no reported product deficiencies. The reported pt effects of myocardial infarction, occlusion and stenosis are listed in the products risk assessment as no-fault post-procedure complications. Additionally, acute myocardial infarction, total occlusion and restenosis are listed in the products instruction for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.